Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the sensing electrodes. Patient reported scabs broke open and were bleeding. Patient advised lifevest was tight and felt painful. Distributor advised loosening the garment. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician recommended applying a lubriderm lotion to the rash. Follow up indicated that the lotion is helping with the skin irritation.